Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to communicate via rf telemetry. It was noted that the clinicians have been using inductive telemetry during in clinic follow-ups for the device interrogation. The clinic ordered a new programmer for the patient. The patient was stable before and after the event and will continue to be monitored with normal follow-ups.